Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unexpected reset occurred prior to customer using pump for insulin therapy. Additionally, the customer was unable to loaded a cartridge. Tandem technical support assisted customer with loaded a new cartridge successfully. Customer's blood glucose was 348 mg/dl.